Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had a history of meningitis prior to the ci surgery. Since implantation, 4 electrodes were cochlear. At initial switch on, the pt reported very soft to no sound. A CT scan carried out in (B)(6) 2011 revealed massive ossification. The pt was explanted on (B)(6) 2011.